Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture and wire entrapment occurred. The stenosed lesion being treated was located in the heavily calcified, mildly tortuous mid to distal left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm maverick balloon with numerous inflations at 12atm over a 40mm segment. While attempting to deliver the 2.25x12mm taxus express2 atom drug eluting stent, the stent delivery system (sds) locked up on the non- bsc guidewire. When the physician pulled the sds back into guide catheter he notice the distal section had separated from the proximal segment, angiography showed the broken segment was still within the guide and the physician removed the sds as one. The procedure was completed with promus stents. No pt complications were reported. Pt status reported as "fine".